Manufacturer narrative:
Medical device lot # unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received 1 photo from the customer facility for investigation. Based on the evaluation of the photo, bd pas observed a product that was missing the np shield and np sleeve components. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that 21g, 1 in, bd vacutainer® multi-sample needles were missing safety shields upon opening the box. No injury or medical intervention.